Manufacturer narrative:
(B)(4). The investigation is still ongoing and that there will be a supplemental report filed once we know more info of the root cause.

Event description:
Philips rec'd a customer complaint alleging the batteries within the ups ((B)(4)) were damaged causing battery acid to leak into the ups. Smoke from this event triggered the smoke alarm in the room and the fire department was dispatched to the customer site. The fire department concluded that no fire occurred. The event occurred over a weekend and the system was not used at the time of the event. There was no report of death or serious injury. The next day, a philips service engineer arrived on site, shut down the system and contacted the supplier of the ups (B)(4).